Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture on an unknown side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell and underweight. A visual and microscopic analysis was performed which identified, sharp broken on radius assessed, as a surgical impact opening, for the stress mark in the shell and missing shell. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on radius assessed, as a surgical impact opening. Missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced.